Event description:
It was reported that; pt states that she began to experience pain and discomfort in her right hip about 2-3 months ago. The pain began subtly but has increased in intensity and frequency over the past few months. The pt states that she cannot stand for more than 20 mins without experiencing pain in the front thigh muscle in her right leg, on the side of her right hip and in the buttocks. She states that she sees some visible swelling at the top of the implant incision. She has trouble getting up from a chair and out of a car. She can't lie on her right side for long without pain. When the pain gets intense she must lie down and take aspirin. She tries to continue light exercise by daily going for slow walks. The pt is currently waiting for the doctor's staff to schedule her for an appointment. Further reported, that, mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck - stem mechanism of failure.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.